Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 1.1.6 smartphone operating system: 18.3 smartphone hardware: iphone17.3 cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for longer than 48 hours. The patient reports while they were already in the hospital emergency room for a sprained ankle and they had bumped the pod when changing. After an hour the patients blood glucose level rose. The patient was treated with 10 units of insulin by manual injection. The patient was released from the emergency room the same day. The patient reports once they had returned home they had applied a new pod. The patients pod will not be returned as it has been discarded.